Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient has 3 scs leads. This issue is related to the scs lead that is not connected to the scs ipg (reference 1627487-2014-02718). It was reported the scs lead migrated causing mid-back pain. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the lead was explanted. Additionally, the scs ipg was electively explanted and replaced with a newer model, there were no allegations against the device. The patient was "happy" following the procedure.